Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the calcified right common femoral artery. A 3.0x40x150mm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.